Event description:
In this event it was reported that a pt experienced an adverse reaction after undergoing a dental procedure that involved the use of aquasil impression material. As reported, the pt was seen in urgent care and was complaining of shortness of breath and midsternal chest pressure. Raised hives were noted on the back of the pt's neck, upper arm, and both sides of trunk. Raised, tender areas were noted to the underside of lower jawline and posterior to both ears and were more pronounced to right side. Additionally, swelling was noted of upper eyelids.

Manufacturer narrative:
While it is unk if the impression material used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. This report was received through the FDA's medwatch program. We reference report # (B)(4).